Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), pelvic inflammatory disease ("she was told it was pid"), menorrhagia ("abnormal bleeding (menorrhagia)"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and abortion spontaneous ("pregnancy (stillbirth or miscarriage)") in a 24-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida in 2007, irritable bowel, depression and mental disorder. Current weight 160 lbs. Approximate weight at the time of essure placement 135 lbs. (B)(6)2009. She had a positive pregnancy test at recently. Concurrent conditions included polycystic ovarian syndrome and endometriosis. Concomitant products included aripiprazole (abilify) from 2006 to 2007, ethinylestradiol;etonogestrel (nuvaring) from 2008 to 2009, lithium from 2005 to 2007, loratadine (loratab) from 2007 to 2008 and zolpidem tartrate (ambien cr). In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("pelvic pain worsened during period/abdominal pain worsened during period/cramping") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6)2007, the patient had essure (ess205) inserted. In 2008, the patient was found to have hormone level abnormal ("hormonal changes describe: unknown") and experienced fatigue ("fatigue"). In 2009, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea") and was found to have weight increased ("weight gain"). On (B)(6)2009, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant), 2 years 2 months after insertion of essure (ess205). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal vaginal bleeding") and abdominal pain lower ("severe cramping/cramping"). The patient was treated with surgery (ablation (B)(6)2008/ total hysterectomy (uterus and cervix removed) on (B)(6)2009). Essure (ess205) was removed on (B)(6)2009. At the time of the report, the pelvic pain, pelvic inflammatory disease, pregnancy with contraceptive device, abortion spontaneous, dyspareunia, vulvovaginal pain, hormone level abnormal, migraine, headache, nausea and weight increased outcome was unknown and the menorrhagia, dysmenorrhoea, vaginal haemorrhage, fatigue and abdominal pain lower was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: on plaintiff fact sheet, patient reports pregnancy (stillbirth or miscarriage), no further clarified. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2007: results: total bilateral occlusion. Pregnancy test - on (B)(6)2007: results: negative. Ultrasound scan - in (B)(6)2008: results: polycystic ovarian syndrome. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : fatigue, migraine, abdominal pain, dyspareunia, dysmenorrhoea, nausea, headache, pelvic pain, menorrhagia. Concerning the injuries reported in this case, the following one/ones were extracted from patient¿s medical records : pid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2019: pregnancy outcome updated to "spontaneous abortion" from pfs. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), pelvic inflammatory disease ("she was told it was pid"), menorrhagia ("abnormal bleeding (menorrhagia)"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and abortion spontaneous ("pregnancy (stillbirth or miscarriage)") in a 24-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included vaginal delivery in 2007 and irritable bowel. Concurrent conditions included polycystic ovarian syndrome and endometriosis. Concomitant products included aripiprazole (abilify) from 2006 to 2007, lithium from 2005 to 2007, loratadine (loratab) from 2007 to 2008, nuvaring from 2008 to 2009 and zolpidem tartrate (ambien cr). In 2007, the patient experienced dysmenorrhoea ("pelvic pain worsened during period/abdominal pain worsened during period/cramping") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced hormone level abnormal ("hormonal changes describe: unknown") and fatigue ("fatigue"). In 2009, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea") and weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal vaginal bleeding") and abdominal pain lower ("severe cramping/cramping"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy (uterus and cervix) and surgery (ablation (B)(6) 2008/ total hysterectomy (uterus and cervix removed) on (B)(6) 2009). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, pelvic inflammatory disease, pregnancy with contraceptive device, abortion spontaneous, dyspareunia, vulvovaginal pain, hormone level abnormal, migraine, headache, nausea and weight increased outcome was unknown and the menorrhagia, dysmenorrhoea, vaginal haemorrhage, fatigue and abdominal pain lower was resolving. The reporter considered abdominal pain lower, abortion spontaneous, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: on plaintiff fact sheet, patient reports pregnancy (stillbirth or miscarriage), no further clarified. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion pregnancy test - on (B)(6) 2007: negative ultrasound scan - in (B)(6) 2008: polycystic ovarian syndrome current weight 160 lbs. Approximate weight at the time of essure placement 135 lbs. On (B)(6) 2009: she had a positive pregnancy test at recently. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : fatigue, migraine, abdominal pain, dyspareunia, dysmenorrhoea, nausea, headache, pelvic pain, menorrhagia. Concerning the injuries reported in this case, the following one/ones were extracted from patient¿s medical records : pid. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet and medical records. Added new reporters and case became medically confirmed. Added patient's date of birth, ethnicity and height. Added relevant lab data , medical history and pregnancy information. Added events vaginal haemorrhage , menorrhagia, hormone level abnormal, dyspareunia, fatigue, migraine, headache, nausea, weight increased, pregnancy with contraceptive device , device ineffective, abortion spontaneous and pid. Genital haemorrhage was updated to vaginal haemorrhage and menorrhagia. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), pelvic inflammatory disease ("she was told it was pid"), menorrhagia ("abnormal bleeding (menorrhagia)"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and abortion spontaneous ("pregnancy (stillbirth or miscarriage)") in a 24-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida in 2007 and irritable bowel. Concurrent conditions included polycystic ovarian syndrome and endometriosis. Concomitant products included aripiprazole (abilify) from 2006 to 2007, lithium from 2005 to 2007, loratadine (loratab) from 2007 to 2008, nuvaring from 2008 to 2009 and zolpidem tartrate (ambien cr). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced dysmenorrhoea ("pelvic pain worsened during period/abdominal pain worsened during period/cramping") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2008, the patient experienced hormone level abnormal ("hormonal changes describe: unknown") and fatigue ("fatigue"). In 2009, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea") and weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal vaginal bleeding") and abdominal pain lower ("severe cramping/cramping"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. The patient was treated with surgery (ablation (B)(6)2008/ total hysterectomy (uterus and cervix removed) on (B)(6) 2009). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, pelvic inflammatory disease, pregnancy with contraceptive device, abortion spontaneous, dyspareunia, vulvovaginal pain, hormone level abnormal, migraine, headache, nausea and weight increased outcome was unknown and the menorrhagia, dysmenorrhoea, vaginal haemorrhage, fatigue and abdominal pain lower was resolving. The reporter considered abdominal pain lower, abortion spontaneous, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: on plaintiff fact sheet, patient reports pregnancy (stillbirth or miscarriage), no further clarified. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Pregnancy test - on (B)(6) 2007: negative. Ultrasound scan - in (B)(6) 2008: polycystic ovarian syndrome current weight 160 lbs. Approximate weight at the time of essure placement 135 lbs. (B)(6) 2009. She had a positive pregnancy test at recently. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : fatigue, migraine, abdominal pain, dyspareunia, dysmenorrhoea, nausea, headache, pelvic pain, menorrhagia. Concerning the injuries reported in this case, the following one/ones were extracted from patient¿s medical records : pid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain,"), vulvovaginal pain ("vaginal pain") and muscle spasms ("severe cramping"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and muscle spasms outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, muscle spasms, pelvic pain and vulvovaginal pain to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.